Event description:
Reporter alleged the exp date and lot number are missing from the blood glucose monitoring test strips. It was stated no actions were taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.